Event description:
It was reported that post operative to gastric banding, the port was flipped and the patient developed a post op abscess, which was drained at the emergency room. The wound was packed and antibiotics administered. The wound was packed for approximately two to three weeks until it healed. There were no other reported patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.